Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Patient's valve was not able to be reprogrammed. Multiple x-rays required to check setting. Another programmer was obtained and programming was successfully performed. There was a reported delay associated with the time required to perform 3-4 additional x-rays. Additional information provided by the customer: "we had confirmation that shunt was set to 60 x 2 x2, the shunt setting did move but not to 60¿.

Manufacturer narrative:
(B)(4). The serial number has been corrected based on evaluation of the device. The device was returned for evaluation. It was confirmed that the device was not functioning properly. While we were unable to determine the specific root cause, the device is outside of its warranty period. It is likely that the age of the instrument contributed to the reported issue. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.